Event description:
It was reported the white hub on end of lumen came off of "pig tail" when moving patient from transport to bed. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-l PICC for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the proximal luer hub had become separated from its extension line. The luer hub was not returned for analysis. Microscopic examination revealed that the separation at the extension line was rough and jagged. The catheter body length from the juncture hub to the tip measured 19.875" which is within the specification limits of 19.5-20" per the catheter graphic. The proximal extension line outer diameter measured 0.09375" which is within the specification limits of 0.093-0.097" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 0.057" which is within the specification limits of 0.055-0.059" per the distal extension line extrusion graphic. This indicates that the proximal extension line had a wall thickness within specification. The catheter was functionally testing per the instructions for use (IFU). The IFU provided with this kit states, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." A lab inventory syringe filled with water was attached to the distal extension line and flushed. The distal line flushed as expected. A manual tug test confirmed that the distal luer hub was secure to its extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a luer hub/extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had become separated from its extension line. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the separated luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the white hub on end of lumen came off of "pig tail" when moving patient from transport to bed. No patient harm was reported. The patient's condition is reported as fine.